Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The risk manager at the hospital, reported the following event : "at the ER, while performing the proximal locking of a tibial nail, the drill fractured. The broken fragment could be retrieved without issue for the patient.